Event description:
Affiliate reports that after adapting the rising pipe (manometer), fluid did not pass through the valve. The valve was withdrawn from subcutaneous site and adapted again. It was then noticed that fluid flowed quicker than expected. The valve was removed and leakage was noted at the plastic base. It was also reported that the plastic base was out of place.